Event description:
The complainant reported an under-delivery of feeding for a pt using a companion clearstar pump, list #55239. It was reported that the device was connected/in use with the pt at the time of incident. No other info on the diagnosis or the age of the pt was reported. It is unknown if the pump will be returned to service center for evaluation. It was reported that a 1000 ml bottle of feeding was hung and the pump was set to deliver 800 ml of feeding at a rate of 70 ml/hr overnight (approximately 11.4 hours), but when the pump alarmed dose fed at the usual time, the mother noticed when taking down the bottle that there was 600 ml left and the pump had only delivered 400 ml. This calculates to be an under-delivery rate of 50%. This is considered medically significant. There has been no report of serious injury or illness associated with this complaint. A product problem has been reported and has been determined to be likely to result in a serious injury or illness should it recur.